Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0cuws, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va0cuws, implanted: (B)(6) 2013, product type: lead.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had a shocking sensation and loss of therapy. The patient also noticed differences when twisting their neck, and the "left brain wire" was explanted/replaced as a result on date notified, resolving the issue. It is unknown if there were any environmental/emi issues related. A CT scan also showed that the "boot" was off and the lead wire was broken. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.